Event description:
It was reported that the 9900 system had a filament error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filament was calibrated and the high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended, and put back into service.